Event description:
Treatment of an avm. It was reported after the injection of onyx with 2cm of reflux, the catheter became entrapped. The catheter was subsequently removed during surgical intervention. No patient injury reported.

Manufacturer narrative:
The device involved will not be returned for evaluation as it was discarded by the hospital. Based on the initial report, the device does not appear to have malfunctioned. The likely cause for the catheter entrapment was the large amount of onyx reflux. The onyx avm instructions for use (IFU) warns : in general, minimize the reflux to less than 1cm".